Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
Reporter stated that patient received the following results on the mobile system within 1 minute and 10 minutes, respectively: 10.7 mmol/l and 26.1 mmol/l;. 7.7 mmol/l, 10.8 mmol/l, 18.0 mmol/l and 14.0 mmol/l. Sets of readings were taken at different times. No actions taken based on device results. No adverse event reported. The manufacturer requested return of suspect product for evaluation.